Manufacturer narrative:
The issue occurred sometime between (B)(6) 2016 and the date of this report. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of clearlink vented continu-flo sets leaked. The reporter stated that saline solution was run through the sets, and the solution began to leak ¿from the seal on the bottom of the tubing.¿ it was not specified if there was patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.